Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 9 days after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient lost consciousness and fell because of the patient was unable to stand. The patient would have hit her head during the fall, but no injury was reported, and no treatment was needed. The patient was laying down for unknown amount of time when the patient was loss of consciousness. The patient was given ice cream and fed by the husband. A fingerstick was taken the cgm was reading 90 mg/dl and the bg reading was 40 mg/dl. No further treatment was necessary, and no hospital was visited. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.